Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06827, related manufacturer reference number: 2017865-2021-06828. It was reported that patient presented to the clinic due to a possible pocket infection. The physician explanted the patient's pacemaker, atrial and ventricular lead. The patient was stable before, during and after the procedure.